Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for a scheduled procedure. During the procedure, it was noted that the physician extended the helix with the specified amount of turns. Over-torquing of the lead was suspected because the helix was retracting automatically. The lead was not used and replaced. The patient was stable before, during and post procedure.